Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Performed a blood test - 67mg/dl. Results in memory as follows (all tests performed in the morning): 67mg/dl, 60mg/dl, 70mg/dl, 68mg/dl. Caller states his glucose is normally 120-140mg/dl. No adverse event reported.